Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during mid-case of an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half, with both halves each still attached to the wires that extend the c-ring. They immediately saw this and took the hemopro ii out. Nothing was left inside the patient. The case was completed by opening a new hemopro ii. The delay was 5 minutes or so to open a new device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152811 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 11jan2021 . An investigation was conducted on 15jan2021. A visual inspection was conducted. Signs of clinical use was observed and blood was observed on the c-ring and clear collar tip (blunt-tip). Blood was observed on the handle of the cannula. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during mid-case of an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half, with both halves each still attached to the wires that extend the c-ring. They immediately saw this and took the hemopro ii out. Nothing was left inside the patient. The case was completed by opening a new hemopro ii. The delay was 5 minutes or so to open a new device. The hospital did not report any patient effects.